Event description:
Pt reported obtaining blood glucose results of - 300 - 400 mg/dl, while suing the suspect device. Based on the elevated results, pt reportedly phoned her physician and was prescribed an additional oral diabetic medication. Pt indicated that, in spite of the medication adjustment, her blood glucose results remained higher than normal. Ten days later, during a doctor's appointment, pt indicated that her blood glucose measured 119 mg/dl, on physician's device, and 335 mg/dl, on the suspect device. Pt secondary diabetic medication was discontinued. No pt injury was reported and no tretment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.